Event description:
An error message was received due to electronic hardware failure, and it was stated that the screen didn't work. The device was on a patient at the time of the event, and there was no impact on the patient. The site switched to the backup system. It was additionally stated that console (B)(6) remained in use at the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console and motor stopping during use was not confirmed. There were no photos or log files submitted for review. Additional information provided stated that the centrimag console and motor, serial (B)(6), both stopped while in use on a patient. There was no impact on the patient and they switched to the backup unit. The motor was returned to the european distribution center for evaluation; however, the motor was misplaced at the depot and were therefore not tested. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag console and motor stopping during use was not confirmed. There were no photos or log files submitted for review. The centrimag motor, serial (B)(6), was evaluated at the european distribution center (edc). The motor cable was noted to have protrusion on the proximal end. The motor was functionally tested and passed all tests. The reported issue could not be reproduced. The motor was forwarded to ppe for further analysis. Upon arrival at ppe, the centrimag motor was connected to a test centrimag console, and the motor was operating the pump as expected. When the cable was manipulated, no alarms were produced. Continuity testing and insulation testing passed without any issues. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed for the centrimag motor (serial number: (B)(6)) and the motor was found to pass all manufacturing and qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The 2nd generation centrimag system operating manual (rev. L) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. L) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. L) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the console and motor of the centrimag device had stopped during use. There was no impact on the patient, and they were switched to the backup system to resolve the issue.